Event description:
It was reported that prior to a gynecology procedure when setting up case, the optiview ring came out of trocar. The case was completed with another device of the same product code. There was not patient involvement and no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that a b5lt device was returned instead of the reported 2b5lt device. Upon visual inspection, the instrument was found to be in good condition and no missing pieces were noted. Additionally, the device was functionally tested to detect any leaking issues. During evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.